Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient called  today (11/12/2021), stating that  the pain stimulation that was implanted to him on (B)(6) 2021 was removed on (B)(6) 2021 by doctor because it got infected. Patient does not know if the lead was also removed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.